Event description:
It was reported when the hospital placed the tubing today, on (B)(6), the catheter was removed and found that the high-pressure resistant catheter had an unidentified white coating on the purple surface of the catheter at the 3cm and 34cm points, making it unusable and affecting the patient's tubing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of ink smudges on the catheter is confirmed and was determined to be manufacturing related. Two photographs of a single lumen, 4 fr powerpicc were returned for evaluation. An initial visual observation of the photographs showed two white smudges on the catheter shaft that appeared to be ink from the molded joint printing. The printing on the molded joint appeared to be legible. The location of one white smudge appears to be approximately 30 centimeters. The location of the second smudge could not be determined from the returned photographs. No damage to the device was observed. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. The manufacturing site determined that the material on the catheter shaft was consistent with material utilized during the manufacturing process.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.